Event description:
It was reported that the procedure was to treat a left superficial femoral artery (sfa). A nav6 filter was advanced to the lesion over a .017" non-abbott guide wire. An unknown atherectomy catheter was used and then removed. It was noted that the filtration element was full so a non-abbott aspiration catheter was used to remove the debris from the filter. As the guide wire and filter were removed from the anatomy, the filter was not on the guide wire. It is unknown exactly when the filter dislodged from the guide wire; however, it was found in the sfa. Several attempts including balloon catheters and snare devices were used in attempts to remove the filter; however, it could not be removed and an unknown stent was used to embed the filter in the sfa. There was a clinically significant delay in the procedure as it took over 90 minutes to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire/fdw selection. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the emboshield nav6 embolic protection system instructions for use (IFU), states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Based on the reported information, there is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency